Event description:
It was reported that the bd intima-ii¿ closed IV catheter system tubing clamp was loosen. The following information was provided by the initial reporter: after the intravenous infusion was completed and the tube was sealed, it was found that there was more blood return in the indwelling needle. An immediate inspection revealed that the clip of the indwelling needle was loosen.

Manufacturer narrative:
Investigation summary: no actual samples and pictures returned by the customer, the clamping state of pinch clamp cannot be confirmed. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.